Event description:
An injection gold probe was used for therapeutic purposes. During the procedure, while trying to stop bleeding and after thorough coagulation, the guide tube assembly broke away from the device.